Event description:
It was reported that the siderail of the intouch bed could not be mechanically locked up in high position. No injury reported.

Manufacturer narrative:
Only the siderail assembly was repaired and replaced. However, the sn of the bed was not identified upon repair.